Event description:
It was reported during remote follow up that the atrial lead exhibited oversensing of noise and low pacing impedance. Oversensing resulted in inappropriate mode switch. The right atrial lead was capped on (B)(6) 2024. Patient was asymptomatic to the issues and stable throughout the procedure.